Manufacturer narrative:
Additional information was received that the leak was 250ml/minute. The additional information states that ventilation still working and available. There was not a reportable malfunction. H3 other text : additional information was received that the leak was 250ml/minute. The additional information states that ventilation still working and available. There was not a reportable malfunction.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit had a malfunction that results in a loss of ventilation. There was no report of patient involvement.